Event description:
It was reported the pt was involved in a motorcycle accident. At the time of the accident, the pt felt a "strong impact" at the ipg implant site. The pt felt an uncomfortable stimulation that continued to get worse over time. The ipg was checked; but no abnormality was found with electrical current and impedance. Due to the pt request, the ipg was replaced and the pt received stimulation again. A follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is compete.